Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that the light cover glasses adhesive and optical cover glass adhesive were stained. The distal end adhesive was worn and the identity badge was missing. The aspiration housing ring and air/water housing ring were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis lucera elite colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was white contamination in the air and water channel. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign substance attached/clogged to the air and water channels, and we were able to confirm that the foreign substance was a simethicone type product, but it was not possible to further identify the foreign substance. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause prevention measures are described in patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.